Manufacturer narrative:
The pervious percutaneous lead repair referenced in this section was reported under medwatch MFR. Report # 2916596-2015-02452. Approximate age of device ¿ 6 years and 4 months. The pump remains in use supporting the patient; however, approximately 23 inches of the replaced external portion of the percutaneous lead was returned. The percutaneous lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Evidence of a prior percutaneous lead repair was observed. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the wires did not reveal evidence of any damage. However, the percutaneous lead was submerged in a saline solution for hipot testing to verify the integrity of each wire insulation. This test revealed an area of current leakage along the orange wire, approximately 5.5" from the metal connector. The orange wire redundantly supports motor phase 3. Minor abrasions to the remaining wires were observed, but were otherwise unremarkable. If the exposed conductors of the orange wire made contact with the braided shield while the patient was operating on the power module, the resulting short to ground would have resulted in the red heart alarms and pump stoppages that were confirmed through the evaluation of the submitted system controller log file. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, the patient reported during the clinic visit that they noticed 3-4 pump stoppages with driveline disconnect alarms. One of the pump stoppages occurred on (B)(6) 2016. The patient felt light headed, and felt as if they were going to pass out. The patient was on an ungrounded patient cable or battery power as a precaution. It was also reported that since the patient's previous percutaneous lead repair/replacement on (B)(6) 2015, the patient generally stays on battery power 24/7 at home. X-rays were reviewed, and besides the previous repair displayed, the images were unremarkable. On (B)(6) 2016, the manufacturer's technical services representative replaced a portion of the external percutaneous lead.